Event description:
The patient's implantable cardioverter-defibrillator was recently checked and the impedance was becoming erratic. He received implantable cardioverter defibrillator firing totaling six to seven shocks. The patient was in his usual state of health. He had his baseline dyspnea on exertion and fatigue. In interrogation, the impedance and sensing had changed which was consistent with 6949 lead fracture. A new lead placement was required.